Event description:
Same case as MFR# 2134265-2009-03539. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 99% stenosed target lesion was located in the moderately tortuous, non calcified mid right coronary artery (rca). The patient received aspirin and plavix prior to the procedure. Then the lesion was predilated and a 3.0x16mm taxus liberte stent and a 3.5x16mm taxus liberte stent were implanted, overlapping in the rca. The lesion was not postdilated; however, it was noted that the implanted stents were well positioned and well apposed with 0% residual stenosis. The patient remained on aspirin and plavix after the procedure and it was noted that the patient was compliant. Two days later a follow up coronary angiograph was performed before discharging the patient from the hospital and it was discovered that there was thrombosis where the two taxus liberte stents overlapped in the mid rca. It was noted that the patient did not have any noticeable symptoms, abnormal cardiac rhythm or abnormal EKG. The patient was put on 200mg of pletaal in addition to the aspirin and plavix with no additional patient complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.